Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A report of higher glucose scans was obtained on the adc freestyle libre sensor 2 for three days compared to a competitor¿s brand meter. On (B)(6) 2021, the customer developed symptoms of dehydration, nausea, diarrhea, and abdominal pain and was unable to treat themselves. The customer¿s girlfriend, who is a nurse and his endocrinologist was contacted and a blood glucose test of 50 mg/dl was obtained on the hcp meter. The customer was provided oral glucose tablets for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.